Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via email that the insulin pump had hal software error detected and after that the critical block and inverse critical block did not add to zero. The customer¿s blood glucose level was unknown. The customer stated hal software error detected occurred while giving a bolus. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The device was monitored and functioning properly. No pump error 54 alarm and no pump error 15 alarm noted during testing.